Event description:
The customer obtained a non-reproducible, lower than expected, vitros lac quality control result (3.1 vs. An expected result = 3.77 mmol/l) on a vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros lac quality control result was obtained on a vitros 350 chemistry system. The investigation determined that the affected result was obtained from vitros lac slide cartridge that was stored on the analyzer while the power to the analyzer was intermittent causing loss of environmental reagent conditions. It is likely that the cartridges onboard the analyzer were compromised at the time of the event. The most likely root cause of this event is an instrument related issue. There was no evidence that a reagent related issue contributed to the event.